Manufacturer narrative:
Model number/catalog number: sc-8216-50; serial number: (B)(4); batch/lot number: 16916976; model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate pain relief which caused the patient to feel numb and created a new kind of pain. The patient underwent an explant procedure. No device malfunction was suspected.